Event description:
The customer reported that a "device attached to the wall ¿ front panel fell". No patient or user harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.

Event description:
The customer reported that a "device attached to the wall - front panel fell". No patient or user harm was reported.